Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and passed. A voltage test was performed and passed. A bin file analysis was performed and the allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available.